Event description:
It was reported that the operator, a research person, carried a flat panel monitor into the magnet room for research testing. The monitor was too close to the magnet and was pulled away from the person carrying it. The research person was bruised and cut by glass from the monitor. The injured person reportedly had cuts and abrasions, a cut lip, and a bruise on the arm. There was no report of medical intervention. The account mgr was notified of the incident, and was on site. The magnet had to be ramped down in order to remove the monitor.

Manufacturer narrative:
This incident was caused by a ferromagnetic object present in the controlled area, and was not related to product failure.